Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that two screws broke while inserting the emergency backup battery (ebb) in the primary system controller. The site exchanged the system controller and was planned to return to abbott for evaluation.